Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of an inguinal hernia. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) malfunctioned or failed to meet user expectation/manufacturer specifications. However, the patient¿s pdrn reported the inguinal hernia has worsened since beginning pd therapy. Therefore, the liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s inguinal hernia. Hernias are a well-known potential complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. Localized genital edema is a common complication of pd therapy and is frequently a result of communication from the peritoneum due to a hernia (e.g., inguinal, abdominal).

Event description:
On 9/nov/2022, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) has experienced drain complications since beginning pd therapy due to a hernia which ¿leaked.¿ during follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was diagnosed with an inguinal hernia prior to beginning pd for rrt. The pdrn confirmed the patient has experienced drain complications ever since beginning pd, however the patient wishes to continue undergoing pd despite the risk(s). Per the pdrn, no fresenius product(s) and/or device(s) deficiency or malfunction occurred; however, the patient¿s inguinal hernia has worsened since beginning pd. The pdrn confirmed the patient experienced scrotal swelling (hydrocele) when he first began pd, however it resolved with simple elevation and consistent pd therapy. Although the specifics weren¿t provided, there is concern if the patient¿s inguinal hernia is repaired, the hydrocele may return. Therefore, the patient and care team have decided to postpone surgery until there is no other option. The patient continues to utilize the same liberty select cycler without reported issue.

Event description:
On (B)(6) 2022, fresenius became aware of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) has experienced drain complications since beginning pd therapy due to a hernia which ¿leaked.¿ during follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was diagnosed with an inguinal hernia prior to beginning pd for rrt. The pdrn confirmed the patient has experienced drain complications ever since beginning pd, however the patient wishes to continue undergoing pd despite the risk(s). Per the pdrn, no fresenius product(s) and/or device(s) deficiency or malfunction occurred; however, the patient¿s inguinal hernia has worsened since beginning pd. The pdrn confirmed the patient experienced scrotal swelling (hydrocele) when he first began pd, however it resolved with simple elevation and consistent pd therapy. Although the specifics weren¿t provided, there is concern if the patient¿s inguinal hernia is repaired, the hydrocele may return. Therefore, the patient and care team have decided to postpone surgery until there is no other option. The patient continues to utilize the same liberty select cycler without reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.